Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, it was noted that the bearings were damaged due to incorrect or lack of cleaning or maintenance. Additionally, the functionality test revealed that the motor did not reach the rotational speed and there was water damage present. Device was inspected, and it was decided to replace the entire device.

Event description:
Customer reported that the handpiece made noise, got hot and was running at a maximum speed of 46000 rpm. This is report 1 of 1 for event (B)(4).